Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the power source failure was related to transportation and storage of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty power supply. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the olympus, model cv-190, evis exera iii video system center, front panel lights were flashing and the unit was repeatedly powering on/off. As the problem occurred during installation, there was no patient involvement.